Event description:
Pt was being lifted using a lift. The purpose was to transfer from a chair to the bed. Pt became off balance when the lift was raised (by the pt moving arms and legs). Pt was assisted to floor as she slid out of the sling used with the lift.